Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged in a test blade to the monitor and powered it on, the image quality was good; unable to verify flickering image. Device returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor assembly, the screen failed; it flickered on/off during a scheduled intubation. A delay in the procedure of unknown duration occurred as a direct laryngoscopy was performed. No harm to patient or user was reported.